Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked at the middle port. The issue was identified in the IV room refrigerator. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacture date between: june 14, 2018 to june 15, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed signs of fluid build-up on the outside of the bag; however the ports were not included in the photo, therefore the location of the leak was not determined. No functional test was performed due to the nature of the sample. The reported condition of leak was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.